Event description:
It was reported that a user experienced a pairing failure with an fsl3+ sensor after two days of normal function, manifested as intermittent communication failure during reconnection attempts; troubleshooting included toggling connectivity and rescanning, with guidance to replace the sensor if pairing remained unsuccessful, and the implicated components align with electrical/magnetic elements and the antenna. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem consistent with intermittent communication failure involving the device¿s electrical/magnetic pathway and antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.